Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual investigation under microscopic magnification shows that the locking threats at the head of the screw are completely deformed. This plastically deformation was caused during insertion of the screw by the user. Identified post-manufacturing damages do no longer allow to lock the screw in the plate as intended. There are also damaged visible at the threat at the shaft of the screw which were caused during forcible insertion of the screw into he plate. All those damages clearly indicates that the screw was not properly aligned with the plate during insertion. Strong contact with the plate caused the damages. As result of above identified damages, no functional test or additional investigation are possible/required. The received condition agrees with the complaint description and the complaint can be replicated with the returned device. This complaint is confirmed but not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: please note, this DHR review is for sterilization procedure only: part: 04.503.608.01s. Lot: l883551. Manufacturing site: bettlach. Release to warehouse date: 07.may.2018. Expiry date: 01.may.2028. Non-sterile 04.503.608.20/h509101 was manufactured in us, monument. Manufacturing location: monument. Manufacturing date: 20-nov-2017. Part number: 04.503.608.20, 2.0mm ti matrixmandible locking screw slf-tpng 8mm. Lot number: h509101 (non-sterile). Lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient underwent an unknown surgery on (B)(6) 2019. During surgery, one (1) self-tapping locking screw could not be locked on the plate. An alternative screw was used to complete the surgery. There was no reported surgical delay. There was no adverse consequence to the patient. Concomitant medical products: plate (part: unknown, lot: unknown, quantity: 1). This report is for a 2.0mm titanium (ti) matrixmandible locking screw. This is report 1 of 1 for (B)(4).